Event description:
Philips received a complaint by the customer on the v60 indicating that the error message for o2 device failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that they were receiving the o2 device failure error message. The customer checked the event log and confirmed that error code, "oxygen device failed" (diagnostic code 1111) had occurred. The remote service engineer (rse) and customer performed a troubleshoot. The customer then stated they had recently replaced the data acquisition (da) printed circuit board assembly (pcba). It was discovered that the o2 solenoid valve had not been plugged in correctly. The customer plugged the o2 solenoid valve in correctly and confirmed this had resolved the issue, the customer plugged in the o2 solenoid valve correctly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.